Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h11. Additional information: a review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso): "the patient in this report developed a post-operative bleed that required re-exploration. The source of the bleeding was determined to be omental vessels through the re-exploration. How the omentum was encountered and possibly injured or insufficiently ligated at the original procedure is not provided. Therefore, based on the information provided in the summary of events, it is possible the omental bleed was related to instruments used as part of the da vinci device and also possibly related to the da vinci procedure. There is no evidence this type of bleed would be related to the jura system or the jura device."

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 173 cm., body mass index (bmi) 21.7 kg/m2.

Event description:
A patient in a study underwent as da vinci-assisted pancreatoduodenectomy procedure. A drain was placed as part of standard post-operative care. On post-operative day (pod) #2, blood was observed in the drain. A CT-scan revealed an active hemorrhage originating from small omental veins. A re-laparotomy was performed, and hemostasis was achieved with suturing. At that time, the current hemoglobin was 4.7 g/dl. However, a blood transfusion was declined by the patient. Pre-operative hemoglobin was 7.4 g/dl. No additional laboratory results were provided. The procedure was completed without intraoperative complications, and no malfunctions were reported with the da vinci system, its instruments or accessories, or the jura system. The patient is currently recovering and in stable clinical condition. The study investigator reported the event as severe, a serious adverse event (life threatening illness or injury), a clavien-dindo grade iiib, not related to the study procedure, not related to the patient's underlying disease status, not related to the jura system and not related to the da vinci system.